Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 1.2; lab: 2.5. Date: (B)(6) 2009; inratio: 1.2; lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 1.2; lab: 2.5; mean: 1.85; confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time update to complaint was filed: date: (B)(6) 2009; inratio: 1.2; lab: 3.5; mean: 2.35; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. This data is referenced from a previous complaint for strip ln 210831pa. Strip ln 210831 is unavailable, so retained strip ln 210831pa is utilized. In-house accuracy test: donor 5 ((B)(6) 2009); donor 6 ((B)(6) 2009). Meters sn: refenced meter from previous complaint (B)(4). In-house meters (B)(4). Retained strip: 210831pa. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. As of 08/26/2009, 8 discrepant results complaints were reported for lot #210831, yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Meter will be tested when it is returned. No corrective action is required at this time, as no product deficiency was established.